Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin from the o-ring. The customer's blood glucose level ranged from 113-114 mg/dl. The customer changed the cartridge to resolved the issue.